Manufacturer narrative:
Upon review, it was identified that b1 (is product problem) was inadvertently omitted from the initial report and have now been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 65-year-old female patient with a past medical history of hypertension, diabetes mellitus, and dyslipidemia presented on (B)(6) 2025, with a st-segment elevation myocardial infarction. The patient was taken to the cardiac catheterization laboratory, where drug-eluting stents were placed. The patient was then transferred to the intensive care unit for recovery. Subsequently, the patient experienced a cardiac arrest, and thrombus was noted in the newly placed stent. The patient was treated and returned to the intensive care unit. On (B)(6) 2025, the patient experienced another cardiac arrest. Return of spontaneous circulation was achieved, and the patient was taken to the cardiac catheterization laboratory for placement of an impella device. On (B)(6) 2025, the patient was noted to have anemia and oozing at the vascular access site. The patient¿s urine was observed to be dark red, raising concern for hemolysis. Bradycardia was also documented. Patient was also placed on crrt. The patient received multiple blood product transfusions, and the impella catheter was repositioned in accordance with company recommendations. The patient expired on (B)(6) 2025. Death was conservatively coded to the impella cp while most likely to be caused by the underlying disease and unrelated to impella as the impella devices functioned as expected in this critically ill patient.